Manufacturer narrative:
A ge service representative performed an on site investigation. Identified that the arm was not properly locked in position. Locked arm in its proper position. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that there is no table movement on the 2600 system. There was no report of pt injury.